Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization for high blood glucose reading of 500 mg/dl and diabetic ketoacidosis. Customer stated that she was on the insulin pump during the time of the high blood glucose reading. The customer stated that she has been off the insulin pump for a few months now and declined any further assistance. No further information reported.